Event description:
It was reported that the customer's insulin pump had gone black on parts of the screen. When the customer went back into his house, the black parts disappeared. The customer's blood glucose level was 114 mg/dl. Standard troubleshooting was performed. The customer stated that the insulin pump had been exposed to extreme temperatures. The insulin pump passed a self test. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.